Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited continually increasing shock impedance measurements over the past year. It has been recently ranging between 80-150 ohms. This lead has never delivered shock. All other lead trends are stable and there are no evidence of noise. Boston scientific technical services (ts) noted that this behavior is suggestive of patient condition such as calcification or ionization on the lead.